Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implantable infusion pump. The indication for use (IFU) was listed as other chronic/intract pain (trunk/limbs) and spinal pain. It was reported the pump was not working and the patient does not feel as if the pump has been helping. The patient was still on a lot of pain. The patient was experiencing a great deal of swelling around the pump. The patient's healthcare provider took 2/3 of a coke can of fluid out, and it filled right back up. The patient keeps a bandage around it to keep it suppressed. The patient put ice on it, but that made it hurt worse. The event date was reported as (B)(6) 2015. The pump is implanted on the patient's backside and the patient's healthcare provider thought the body may be rejecting the pump, but also thought ultimately it may accept it. It was noted that the patient had fallen on her knees and got quite a jolt after the pump was implanted, which caused the patient to experience severe headaches. After implant the patient did not realize how restricted they should be in activity. The patient was vacuuming and doing things and reported that may have caused the problems the patient is experiencing. The patient was back taking tramadol since the pump was not helping with her pain. The situation was being addressed by the patient's healthcare provider. The diagnostics, actions/interventions, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.